Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator could not be interrogated; the device exhibited backup vvi operation. The device was explanted and replaced on an unknown date. The patient's condition was good post procedure.

Manufacturer narrative:
Final analysis found the pulse generator in backup vvi mode due to non-maskable interrupt - nmi. After connecting external power supply and reloading product code, normal device function and bvvi did not recur.